Event description:
Our affiliate is reporting to us that on (B)(6) 2010, the patient underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively (approximately 1 year), it was somehow discerned that the fixation pin or pins had broken. The patient underwent a 2nd surgery (date unknown) at which point the surgeon removed the broken fragment(s). This is all of the information supplied to mitek to date.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported event. A review into the mitek complaints for similar issues going back 3 years revealed 6 similar issues; 5 of which are from the same surgeon; (B)(4). At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.